Event description:
It was reported the pt (B)(6) lost stimulation. The programmer displays a communication error. An sjm rep was unable to restore stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.